Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection did not find any anomalies and showed the helix extended with no indications of blood or body fluids inside the helix housing. Mechanical inspection showed the helix could be extended and retracted with no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, there were difficulties deploying the helix out of the lead prior to inserting into the patient. The lead was not implanted and exchanged. The patient was in stable condition.